Event description:
It was reported that a patient with a sling underwent a replacement surgery in which a new artificial urinary sphincter (aus) was implanted due to unspecified reasons. No additional information was reported.